Event description:
The manufacturer received information alleging the device failed the active exhalation test step during testing. There was no harm or injury reported. Manufacturer field service engineer (fse) replaced the three-way solenoid valve and proportional valve to address the issue. Additionally, the fse reported that the device failed fio2 verification test. This test verifies that the fio2 solenoid is able to open and the tubing that is connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing was kinked, occluded, or the solenoid valve did not open, there would be no circulation of air and oxygen to pass across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy. This is not related to the reportable malfunction/issue.